Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors. Unable to confirm the packaging anomaly due to the product being returned open/used. Found both sensors and needles separate.

Event description:
The customer reported via phone call that the sensors had needles that were removed in the packaging. He stated that two of the sensors had needle hubs that were removed within the packaging. The customer's blood glucose was between 117 and 127 mg/dl. He did not indicate any serious injury or hospitalization. The customer was advised to replace the sensors and agreed to return the device for analysis.